Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 100% stenotic lesion was located in the calcified and moderately tortuous proximal right coronary artery. The physician advanced the 1.5x15mm apex balloon to the lesion and on the first inflation, inflated the balloon to 10atms and the balloon lost pressure. The device was removed from the patient and a "balloon ruptured was confirmed". There were no patient complications. The procedure was successfully completed with a different device. Patient status is reported as "good". This device is only ous approved but is similar to marketed us device.